Manufacturer narrative:
Serial number = na. Evaluation summary: the analysis results found that the ace23p device was returned in good condition. The device was tested with a gen04 and was functional. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. No abnormal heat was noted. The reported incident could not be recreated nor confirmed. The batch history records were reviewed with no anomalies noted during the manufacturing process. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a bowel procedure, there were several burns across the bowel and the bowel required suturing and a resection. The consequences to the pt is unk.